Event description:
Pt admitted for pain management on 10/11/94. Morphine sulphate IV drip administered for pain control. Pt received intermittent boluses throughout night. At 7:30 am pt expired. Subsequent calculation of medication revealed discrepency in amount administered. Appears pt was administered an add'l 110 mg by 5:00 am. County coroner called. Report dated 10/17/94 and received 10/24/94 stated cause of death as being morphine toxicity of an accidental nature. Pump evaluated by in-house engineering group and MFR rep and found to be functioning within specifications. In-house investigation reveals user error as cause of event.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.